Event description:
Pt has continued to experience painful swelling, diminished range of motion.

Manufacturer narrative:
This complaint is still under investigation. Dupuy will notify the FDA of the results of this investigation once it has been completed.